Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic and upon interrogation the pulse generator exhibited backup vvi operation. The device battery was low, so troubleshooting could not be performed. The device was explanted and replaced at a later unknown date. No additional information was reported.

Event description:
New information reported stated that the device had been explanted some time in august. The patient was doing fine post surgery.